Event description:
It was reported to philips that the monitor was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned vascular treatment. The procedure was completed as planned by watching another live monitor present in the exam room. It was reported to philips that the live monitor was not working. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the monitor's power connector was not well fitted. To resolve the issue, fse refitted the monitor power connector. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is a scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.